Manufacturer narrative:
Phone number (B)(6). A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device is having a problem charging the battery there was no reported patient involvement.